Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported the garment was cutting her back. The patient reported a scar was present and stated there were cuts and bruising down the center of her back. The patient reported bleeding. The patient reported speaking to her heart doctor about the irritation but there is no indication that the patient received medical intervention. The medical outcome of the rash is unknown as follow up attempts were unsuccessful. Supplemental report 10/04/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported the garment was cutting her back. The patient reported a scar was present and stated there were cuts and bruising down the center of her back. The patient reported bleeding. The patient reported speaking to her heart doctor about the irritation but there is no indication that the patient received medical intervention. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.